Manufacturer narrative:
The complaint device was not to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The production site checked the batch record of impacted monoject hypodermic safety needle 25g x 5/8", ref 1182558, lot: 02102036 with no anomalies found on batch documentation. No samples were received by the customer for evaluation. Archive sample evaluation: 50pcs of archive samples have been visually checked with no anomalies found on the needle hub. 5pcs of archive samples have been checked in accordance with iso 80369-20:2015, annex e. All samples tested passed the test. Risk statement: the overall risk assessment, given the severity assessment of s3-moderate injury and a probability assessment of p2-low, the final risk priority number is 6. Risk level is in green area/low risk according to our risk management procedure.

Event description:
The customer reported that the side of the orange needle had a slight split in the plastic resulting in treatment being leaked onto the nurse administering it. No harm or injury was reported.